Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 1) occurred during basal delivery. The customer's blood glucose level was 384 mg/dl and it was addressed with a bolus. Multiple attempts were made by tandem's technical support to obtain additional information; however, no additional information was provided.